Event description:
Ous MDR - on (B)(4) 2014, the device data of the patient showed decreased left ventricular lead impedance, a loss of biventricular pacing and a ventricular tachycardia episode which was successfully terminated with an antitachycardia pacing. During the next, patient visit, a left ventricular lead dislodgement was diagnosed which occurred most probably due to bowling. The accompanied loss of the resynchronization function led additionally to worsening of heart failure. Hospitalization for left ventricular lead revision from (B)(6) 2014. Lead was successfully placed on (B)(6) 2014.

Manufacturer narrative:
Inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.